Event description:
It was reported that during an ultrasound procedure, the catheter became stuck during removal and the catheter and wire came out as one. After removal it was noted that the tip of the wire had fractured and remains in the pt. Pt status is listed as "okay".